Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On august 6, 2024, senseonics was made aware of an incident where the user could not re-link the sensor with transmitter after losing connection due to the adhesive patch falling off from the arm, which led to early sensor removal.

Manufacturer narrative:
The user complained that weeks after insertion, the sensor was notable to be linked with transmitter. Review of the alert history confirmed that the user had frequent no sensor detected alerts between the (B)(6) 2024, a few weeks after insertion on (B)(6) 2024. On the (B)(6) transmitter sn (B)(6) was replaced with sn (B)(6). No sensor detected alerts with transmitter sn (B)(6) was minimal with 0-2 alerts per day, but per case notes the user insisted "the app always showed him no sensor detected with a big x." An RMA was issued for the sensor for further investigation. The investigation on the returned sensor showed a stable signal in the placement guide in the app, with no disconnections observed, ranging from excellent to low signal as the transmitter was placed right against the sensor to 12 mm away. Therefore, the no signal complained from the customer could not be confirmed. No malfunction was observed with the sensor to transmitter connection. It is unlikely that the sensor was inserted too deeply since his issue happened weeks after insertion. The customer potentially had an issue finding optimal placement of the transmitter over the insertion site. As part of resolution, the RMA was authorized for sensor replacement. B4. Date of this report 18 october 2024. D9 device available for evaluation? Yes on 08/27/2024. G3. Date received by the manufacturer? 18 october 2024. H6. Type of investigation updated to 10. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.